Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 190 mg/dl and the sensor glucose was unknown at the time of the incident. Customer has stated her readings were off and stating she was in the 300¿s for high blood glucose. Customer was advised the case was most likely due to sensor not situated properly in the isf, preventing the sensor from properly tracking changes in glucose. It was determined that insulin delivery was suspended as a response to changes in glucose. The customer stated she would like to get her transmitter tested also. The sensor will not be returned for analysis.